Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the hospital for unrelated reasons, a stored alert for high, out of range hv lead impedance was observed. Hv lead impedance was high, and out of range when tested in clinic. Pocket encapsulation was suspected. Further evaluation was recommended.